Manufacturer narrative:
All the required information has been added for this report. No information is currently pending from manufacturer (infinite biomedical tehnologies, llc) .

Event description:
The prosthetist reported that marks were observed on the junction box very close to the place where the battery plugs in. During the event, no injuries were reported.

Manufacturer narrative:
Ethnicity: the details on patient's ethnicity were not provided by the practitioner, therefore manufacturer is unable to provide the detail. Concomitant medical products and therapy dates: comprehensive details were not provided on components used in prosthesis. Infinite biomedical technologies llc is waiting on additional information on concomitant devices and that will be provided to the FDA once the practitioner responds to the manufacturer (infinite biomedical technologies llc).